Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that balloon of foley catheter popped after inflation when 5 to 8cc of water was introduced. It was reported that the deflation due to trauma was found for returned sample in the foley catheter.

Manufacturer narrative:
The reported event is confirmed - manufacturing related. No actions can be taken at this time since a root cause was not identified. Visual: received 1 all silicone foley catheter. Lot number of returned sample varies from lot number in original reported event. Upon visual inspection slight tear present on catheter balloon however tear did not impact inflation capabilities (therefore additional complaint was not opened for tear present). Using in house syringe attempted to inflate catheter balloon with 10ml of mbs. During inflation, solution started to leak into drainage funnel causing lumen to lumen leak, was opened to capture the lumen-to-lumen leak found. This is out of specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review is not required because labeling could not have prevented the reported failure. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that balloon of foley catheter popped after inflation when 5 to 8cc of water was introduced. It was reported that the deflation due to trauma was found for returned sample in the foley catheter.